Event description:
During a procedure on (B)(6) 2013, reportedly the surgeon was inserting a cortical screw at an angle through the plate and used too much force causing the head to snap off. The remainder of the screw was left in the bone. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.